Event description:
The customer called to report a damaged leak detector strip in the centrifuge chamber following a drive tube break/leak. The customer noted that there was visible damage to the leak detector and it will need to be repaired. The drive tube broke at approximately 1400 ml whole blood processed. The treatment was in double needle mode, and there were no other alarms prior to the leak centrifuge alarm during the treatment. A blood pump error alarm occurred during prime. The leak centrifuge alarm occurred during the treatment. The customer aborted the treatment, and the patient was reported to be in stable condition. Service order, srv-(B)(4), was generated. The kit has been discarded.

Manufacturer narrative:
A batch record review of lot c349 was conducted. There were no nonconformances related to the complaint. The lot met release requirements. Trends were reviewed for complaint categories, drive tube leak/break, alarm #9: blood pump error, and alarm #7: blood leak (centrifuge chamber). A downward trend was detected for complaint category, alarm #9: blood pump error. Drive tube leak/break was investigated through CAPA (B)(4) and CAPA (B)(4). CAPA (B)(4) was closed. CAPA (B)(4) was initiated for complaint category, alarm #9: blood pump error. No CAPA was initiated for complaint category, alarm #7: blood leak (centrifuge chamber). Service order, srv-(B)(4), feedback: the technician found a centrifuge leak error. The technician discovered that the centrifuge leak strip was damaged. The technician replaced the centrifuge leak strip and performed the system checkout procedure. No further action required. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4).